Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the sensor readings were off and that the customer had a low of 20 mg/dl in the middle of the night, when the sensor was reading 70 mg/dl. The caller declined helpline assistance at that time.